Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd® hd check systems leaked fluid in their packaging prior to use. The following information was provided by the initial reporter: "chemo nursing unit performed wipe test with hd check. Unit noted they had a cyclophosphamide positive result on a pump. Three of the transfer vials contained in the collection kit (item # 515033) leaked in the package once opened (prior to use) and there was not enough fluid in the vial to run the test. Lot numbers 13792 for all three collection kits. There was no adverse patient impact."

Manufacturer narrative:
A device history review was conducted for lot number 13792. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that 3 bd® hd check systems leaked fluid in their packaging prior to use. The following information was provided by the initial reporter: "chemo nursing unit performed wipe test with hd check. Unit noted they had a cyclophosphamide positive result on a pump. Three of the transfer vials contained in the collection kit (item # 515033) leaked in the package once opened (prior to use) and there was not enough fluid in the vial to run the test. Lot numbers 13792 for all three collection kits. There was no adverse patient impact.".